Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Single-use: device discarded.

Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay on 10nov2023, performed on unknown dates. The sample and swab types were not provided. This manufacturer's report addresses test two (2) of two (2). Two different pcr confirmation tests were performed on unknown dates (brand and platform unknown) and generated negative results. It is unknown if the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion : single-use: device discarded.

Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay on (B)(6) 2023, performed on unknown dates. The sample and swab types were not provided. This manufacturer's report addresses test two (2) of two (2). Two different pcr confirmation tests were performed on unknown dates (brand and platform unknown) and generated negative results. It is unknown if the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.